Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation; 2 events were confirmed. Two (2) devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices disassembled. Two (2) reported events had no patient involvement; no patient impact.